Manufacturer narrative:
Section b5: gastrointestinal bleeding is being covered under MFR #2916596-2021-05549. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The transplant was due to therapy related gastrointestinal (gi) bleeding. The patient experienced gi bleeding after implant discharge. The patient was admitted for gi bleeding. The patient was transferred for a double balloon enteroscopy. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted. Device will not be returned for evaluation. No other information provided.